Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin tightened. The stent was confirmed from the strain relief, a gap was observed at the distal end of the device, part of the fractured stent was observed with dried biologics, and the distal end of the outer sheath was noted as damaged, the deployment paddles are approximately 170mm apart the device was flushed and flushed by both annual spaces, a 0.035¿ guidewire was able to advance fully through the device, the device was loaded into a deployment fixture and the stent was unable to deploy with a maximum peak force of 5.80lbs the stent was deployed by manually forcing the deployment, the stent was cleaned and it was noted that approx. 10mm of the stent was missing and the distal end of the stent was fractured, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 30mm and 32mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one image was provided for review. The image is a photo of angiogram imaging on a computer screen and is of poor quality. There is an area of the image circled, which is assumed to be where the alleged fractured stent tip resides. Due to poor image quality, it cannot be confirmed or denied if this is the stent fragment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the only actions taken as a result of the detachment was the patient was monitored for more than 24 hours. The stent remains implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deployment of the protege ef in the common iliac artery, a small piece of the stent broke at the tip. The device was prepped with no issues identified, and no excessive force was used. The procedure was completed after stent deployment and observation. No patient complications have been reported as a result of this event.